Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the air detector sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported a patient had on a high-volume infusion overnight and it had air in line at the end of the infusion that was not detected. There was approximately 70.2 ml left of the 2l infusion. No adverse patient effects were reported by the customer. Pump settings: rate: 91 ml/hour; amount given: 1929.8 ml reservoir volume: 70.2 ml. Drug regimen: 3680 mg mesna in 2000 ml ns cadd pump infusion over 22 hours. Start time was 14:45 on (B)(6) 2023, end time was 12:04 on (B)(6) 2023.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Email is: (B)(6).